Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited inappropriate device sensing and a battery depletion (bd) alert. Two years after implant, remote device interrogation noted rapid battery depletion with a decrease in battery estimate percentage of two percent in a time period of one month. In a stored episode of atrial fibrillation (af) due to under-sensing of incorrect marker channels. It was noted that this s-ICD has been explanted and replaced. No additional adverse patient effects were reported.